Event description:
It was reported that the pt had their pump replaced but was removed due to an infection. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.